Manufacturer narrative:
H.6. Investigation: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached with the shield. The attached photos were examined and exhibited the syringe with the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check needle hub separates due to unknown lot number. A visual evaluation of photo found (1) syringe with a large gap between the needle assembly and the roof of the barrel. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1122103 was initiated.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found with the hub separated from the device before use. The following has been provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found with the hub separated from the device before use. The following has been provided by the initial reporter: the hub was detached with the shield.